Manufacturer narrative:
Cause: brake linkage broke. Resolution: replace brake and steer upgrade.

Event description:
Technician called and alleged that he found the stretcher in same day surgery, and the foot end connecting rod broke and the foot end brakes would not set. No injuries were reported from this issue.